Event description:
The patient reported that subsequent to the implant of a protegen sling and cystocele repair, the sling eroded into urethral lumen at the bladder neck. Patient reported continued incontinence for which patient received collagen injections. Patient reported that the device was removed and another sling was implanted at that time. The device was not returned for evaluation.